Manufacturer narrative:
Device disposition is unknown. If additional information becomes available it will be provided on a supplemental report.

Event description:
The surgeon reported that the patient had undergone a t2 recon nail procedure on (B)(6) 2017 and after the procedure it was noticed that the t2 5 mm locking screw had backed out.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
The surgeon reported that the patient had undergone a t2 recon nail procedure on (B)(6) 2017 and after the procedure it was noticed that the t2 5mm locking screw had backed out.